Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. There is no documentation supporting an association between the abdominal pain and subsequent hospital admission for peritonitis and the liberty cycler. Additionally, there is no allegation of device malfunction. There is however a strong probability of association between the catheter leak reported by the patient and the hospitalization for peritonitis. Further information has been solicited.

Event description:
The patient contact called and said that patient was in treatment, and was having abdominal pain, so he disconnected and went to the hospital, as his catheter was leaking and was getting infected. A follow up call was made to the patient's nurse who reported that the patient presented to the emergency room and was admitted to the hospital on (B)(6) 2017 with the diagnosis of peritonitis. A culture of the patient's effluent was collected but the clinic did not have the laboratory results. Accordingly the patient is being treated with antibiotics (name, dose, route unknown). The nurse stated she was not aware of the source of the infection or if the peritoneal catheter had a leak; which had been reported by the patient.